Event description:
The customer alleged a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) from one patient sample. An initial hcg+ss result of 0.873 miu/ml was reported outside the laboratory. After the patient complained, the test was repeated on a different e-module with a result of 702.0 miu/ml. It was determined the sample was clean and had enough volume. It is unknown if the patient was harmed by any action taken due to the erroneous result. The hcg+ss reagent lot number was 164948; the expiration date was not provided.

Manufacturer narrative:
The event occurred in (B)(6). The patient was not harmed due to the erroneous result. A root cause could not be determined. Calibration performed on (B)(6) 2012 prior to the event were within expectations, however quality control information was not provided to further assess reagent integrity. An instrument issue could not be excluded due to lack of information provided for investigation, however is unlikely as other results measured correctly. It was noted the customer is not using the recommended sample tube rack adapters.